Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The reported lot number was deemed to be invalid. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 01-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 8030647-2018-00613 for the second event. Refer to 8030647-2018-00614 for the third event. It was reported the flex connector popped off the closed suction catheter. Additional information received 14-sept-2018 stated there was no loss in ventilation as a result of the disconnection. There was no patient injury. The device was replaced with a new closed suction catheter device. The event dates were noted as the (B)(6) 2018.

Manufacturer narrative:
The device history record for the reported lot number, m7234t308, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One closed suction catheter and one flex connector was received inside an opened product package. The device was evaluated and assessed. The device was noted to have a secure connection. The failure was not confirmed. All information reasonably known as of 11-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Show less.